Manufacturer narrative:
The manufacturer previously reported a failure of the ventilator to alarm when disconnected from a patient. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator did not alarm when disconnected from a patient. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.